Manufacturer narrative:
(B)(4). Investigation: the disposable set was not returned for investigation. The manufacturing,testing and inspection records were reviewed for this lot. There were no issues noted in the manufacturing or testing records and the product conformed to all specifications. Root cause: a definitive root cause could not be determined. No anomalies were noted in the production records. Leukocyte leakage is commonly caused by the following: characteristics of the blood - leukocyte leakage may occur due to blood characteristics of donors. Pressure loaded on the filter membranes - when a physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage. The instructions for use of the product include the following warning: "do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood."

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product after filtration. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable kit is not available for return because it was discarded by the customer.